Event description:
The customer contacted physio-control to report that during a patient event their device display went white, which is indicative of a device lockup, and was non-responsive. It was also observed that a service indicator was present. A backup device was readily available and was then used to care for the patient. There were no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio observed that there was a service indicator present as well as event codes in the memory which occurred in a rapid fashion during the time of the patient event, which is indicative of a device lockup. He then replaced both the system controller and user interface pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to a shorted data line (pin 25) of integrated circuit chip, designator u61 from the system controller pcb assembly. The removed user interface pcb assembly was found to have been functioning normally.